Event description:
The customer reported that the device gives a system failure error upon power on the error log shows error 20008. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted one the investigation is complete.